Manufacturer narrative:
Concomitant medical products: 4968 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there is a suspected lead fracture and that the fracture was due to patient growth. It was further reported pacing failure was observed in both bipolar and unipolar at maximum output and noise was observed. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received noted a change in the serial number of the lead previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), there have been 4747 ventricular sic since last session 111 days prior. Four non-sustained tachycardia episodes with ventricular to ventricular intervals less than 220 milliseconds occurred from (B)(4) 2016. The right ventricular pace impedance was steady at approximately 511 ohms through (B)(4) 2015, rises to approximately 765 ohms through (B)(4) 2016 and then rises out of range starting on (B)(4) 2016.